Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic, pelvic/abdominal"), abdominal pain ("pain: chronic, pelvic / abdominal"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (salping. (Bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Discrepancy noted in essure removal date as date of removal is (B)(6) 2018 (salping(bilateral)) and additional surgeries is (B)(6) 2018, (hysterectomy (full)). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: pain: abdominal, back, dysmenorrheal (cramping), dyspareunia (painful sexual intercourse), apareunia, bleeding: menorrhagia (heavy menstrual bleeding) and migration. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.